Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to an improperly seated back flex tail on the input/output printed circuit board (I/o pcb). All detection capabilities and functions performed as expected.

Event description:
It was reported that a pump did not have audio function. It was also reported that there was no patient injury.